Manufacturer narrative:
The required special washes were added to the testing sequence. Qc was then within specifications.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(4).

Event description:
The customer received a questionable high mg2 magnesium gen.2 result for one patient sample from the cobas 4000 c311 analyzer. The initial result was 1.21 mmol/l and the repeat result on a cobas 6000 c (501) module was 0.86 mmol/l. The repeat result on the original c311 analyzer was 0.87 mmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 31306701 with an expiration date of 31-oct-2019. Extra wash cycles were found to be missing from the system configuration.

Manufacturer narrative:
What is the root cause of the extra wash cycles missing from the system configuration? The extra wash cycle (ewc) was not installed as required per product labeling. It was confirmed the error was made by roche field support. The same person who failed to install the ewc initially discovered his error and installed the ewc per roche labeling. It appears that the required special wash resolved the erroneous mg issue based on the customer¿s observations. Yes, the addition of the required special wash cycle resolved the issue. Have your firm confirmed this problem? Roche field support visited the customer and confirmed the reason was the missing required wash steps. Is this required special wash a mandatory or optional feature added onto the analyzer and is it added by the user or by a fse (field service engineer)? This is a mandatory extra wash. When the assay is set up by field support personnel the required extra washes are configured. If the customer or field support later adds tests, product labeling provides instructions on configuration of the required special washes. Please explain this correction and preventive step in details since we are not familiar with this required special wash procedure. With the special wash procedure, the probes are given additional washes before and/or after each pipetting step (sample and reagents). Did your instructions for use or operator manual include this information, if so, please provide a copy? The attached special wash requirements method sheet contains the carry over evasion list which details the required reagent and sample probe or cell washes due to potential interference from other reagents or samples. It is unclear to us which reagent is causing the carryover and caused the generation of the erroneous high mg result. Please explain in detail when you would observe this type of carryover and the frequency of occurrence. Mg is a sensitive assay and therefore the special wash has been implemented so that a special wash is performed before any mg test. If labeling is followed, this issue should not occur. We have not received similar complaints in the last two years. What other tests/analytes and instrument platforms might be impacted by this reagent carryover? All other cobas c instruments have a required special wash for mg. The cobas integra 400+ is not affected by carry over into mg due to using a different probe type and wash procedure. Any other known carry over for the reagents is given in the attached special wash requirements method sheet. Please describe how users are expected to mitigate the erroneous mg results and how they can detect this before reporting the results out of the lab, since quality control is not going to detect this problem. The erroneous mg results can't be detected since they are not flagged. It is detected only by a repetition of the test or by knowing the medical history of the patient. In this case, quality control occasionally detected this problem, however this would only have occurred if the relevant pipetting sequence had taken place. Also, the customer did not react appropriately to the outliers in the qc. The roche field support detected the issue and concluded the required extra wash cycle was missing. When the labeling is followed, this issue should not occur. Have roche determined a corrective action or a preventive action about this potential reagent carryover and notify all the customers about this problem? What actions has your firm taken to address this problem? No additional corrective actions are being taken at this time. When the labeling is followed this issue should not occur. .have you received any other similar complaints regarding this issue over the past 2 years? If yes, how many complaints and please provide a brief summary? Please provide a trending analysis for this problem if you have one. No other similar complaints for mg on the cobas c 311 have been received in the past two years.